Manufacturer narrative:
Citation: burri h et al. Direct his bundle pacing in routine clinical practice. Cardiovasc med. 2018 oct 17;21(10):249-254 doi: 10.4 414/cvm.2018.00586. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a single center¿s initial experience with the direct his bundle pacing implantation technique. All data were collected from a single center between may 2017 and june 2018. The study population included 50 patients (predominantly male; mean age 71 years), 4 of which were identified as having been implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all corevalve patients, adverse events included: permanent pacemaker or implantable cardioverter defibrillator implantation (indication not specified), and left bundle branch block (3 cases). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.